Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, leading haptic flipped and wouldn't let the surgeon stop injecting. Lens was injected halfway by the surgeon before removal. The lens was removed during initial procedure. The procedure was completed on the same day. There was no harm to the patient. Additional information was requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The product was returned for analysis, and the reported complaint could not be observed. Iol (intraocular lens) was returned outside of the device. The device was received in a blister tray inside the product carton. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger has been fully advanced outside the nozzle. No damage observed. The lens was returned adhered to the outside of the device. Solution is dried on the iol. The product investigation could not identify the root cause for the reported complaint "leading haptic flipped (in and out)" as the lens was returned outside of the device. Due to this, we are unable to confirm the lens and the plunger position for advancement and determine a root cause. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is:(B)(4).